Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon revised a primary triathlon to a triathlon ts. Reason for revision was implant malposition and flexion extension mismatch.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding malpositioning of the tibial baseplate involving a triathlon insert was reported. Visual inspection: there is some evidence of third body wear on the superior surface of the insert component. There is explantation damage evident on the returned insert component. There is nothing remarkable of note in relation to this event on the returned insert. Conclusion: malpositioning of the baseplate is reported. There is no indication or allegation that the reported insert may have contributed to this event. Based on the provided information, the product reported in this investigation did not contribute to the event. A full investigation of the mal-positioned component will be conducted and documented.

Event description:
It was reported that the surgeon revised a primary triathlon to a triathlon ts. Reason for revision was implant malposition and flexion extension mismatch.